Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), elecsys t3 (t3), and the elecsys ft4 ii assay (ft4) on a cobas 6000 e 601 module (e601). The erroneous tsh and t3 results were not reported outside of the laboratory. It was asked, but it is not known if the erroneous ft4 results were reported outside of the laboratory. The sample initially resulted with a tsh value of 0.044 uiu/ml. The sample was re-centrifuged and repeated for tsh twice, resulting as 1.99 uiu/ml and 1.9 uiu/ml. The initial t3 value was 59.72 ng/dl. After re-centrifugation, the t3 test was repeated twice, resulting as 129.1 ng/dl and 128.1 ng/dl. The initial ft4 value was 0.079 ng/dl. After re-centrifugation, the ft4 test was repeated twice, resulting as 1.08 ng/dl and 1.06 ng/dl. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 29161700, with an expiration date of 31-jul-2018. The t3 reagent lot number was 23816600, with an expiration date of 31-aug-2018. The ft4 reagent lot number and expiration date were asked for, but not provided. Calibration passed and quality controls were within range.

Manufacturer narrative:
No erroneous ft4 results were reported outside of the laboratory. Based on the provided data, a general reagent issue can most likely be excluded. The cause of the event is related to pre-analytic handling of the sample.